Event description:
A malfunction was reported with a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.